Manufacturer narrative:
We have received the device for investigation. The reported problem was confirmed. Inspection of the device found the safety balloon leaking. It was likely damaged during packaging or while handling/removing the sleeve from the safety balloon prior to use. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the balloon was leaking on the tube during pre-use test. The device was unable to be used for the operation. No injury was reported to the patient.